Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated he refilled his reservoir and got a compromised force sensor system alarm. Troubleshooting was done. It was found the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion tests due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker. Dtronic